Event description:
It was reported that the patient had a return of symptoms. The patient¿s leg pain had returned. The patient felt like their body had gotten used to the stimulation over time and it was not covering their leg pain as well as it had previously. The patient had their implantable neurostimulator (ins) removed 2 weeks prior to the report and was going to use their morphine pump for therapy instead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).